Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/18/2015. The fse found the tubing through pinch valve vl50 was cut and was leaking. The fse replaced the tubing, which repaired the leak. The repairs were verified by the customer. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the coulter hmx analyzer with autoloader while running controls. The volume of the leak was not specified and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.